Event description:
As reported, approximately 2 months post op initial tsa, this (B)(6) y/o male patient was revised due to dislocation. On (B)(6) 2022, in subject's sleep, jerked arm, and woke up w/ severe pain and was unable to move arm. At clinic visit on (B)(6) 2022, x-rays showed anterior dislocation. Revision scheduled for that night. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm 320-38-03 - equinoxe reverse 38mm humeral liner +2.5 320-10-00 - equinoxe reverse tray adapter plate tray +0 320-15-08 - sup/post aug plate, r rs glenoid baseplate

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.